Event description:
The device was returned from customer for svc. During svc by baxter tech, the device failed accuracy test with underdelivery. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event.

Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100/mlhr, the pump failed the accuracy test with a flow value -6.0% below the desired amount. An in depth investigation has been requested to determine the root cause of the failure. A f/u report will be filed upon completion of the eval or if add'l info becomes available. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is being investigated under CAPA.